Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. Following the procedure, the patient reported the mesh eroded into the vagina and damaged the urethra. The patient experienced nerve pain in legs. The patient reported device made them unable to have sex and patient now has autoimmune issues and fatigue. The patient reported that the device has now been removed. Additional information has been requested.